Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she needed assistance programming the new device. Assistance was provided but during assistance customer stated the keys are very stiff but they are responding. It was hard to press the up and down arrow buttons. Customer was advised to call back if issues persisted. Customer called back the following day and requested the device to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.